Event description:
It was reported that the pc unit "shutdown" during an infusion of inotropic support medication ("epinephrine or norepinephrine" in a 50 ml syringe, concentration: 10mcg/ml) on a patient that was admitted to the hospital "post cardiac arrest and respiratory failure." The patient reportedly was already hypotensive at the time of the event, but the "malfunction caused titration of infusion." The event occurred on (B)(6) 2024 at 1800. The pc unit was plugged into the wall socket at the time of the event and was not in battery mode. Per report, "the brain (pc unit) showed the alarm, there was only one button available for selection which was to shut down the brain along with the 4 syringe pumps." The "patient was not harmed" according to the customer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: a13 - communication or transmission problem (2896), g02005 - circuit board, b15 - analysis of information provided by user/third party, c0401 - communications problem identified. Correction: unique device identifier (UDI)#, medical device catalog #, medical device serial #, medical device model #, concomitant med prod data, initial reporter city, initial reporter facility name, device manufacture date. Added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, initial reporter addr 1, initial reporter addr 2, initial reporter zip, device eval by manufacturer? , imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pcu displaying an alarm with only an option to shut down the system was not confirmed based on the review of the pcu event log. A review of the device logs observed the user confirming a channel disconnect (soft key 14) alarm and then turning off the pcu device with system off key (soft key 14). It should be noted that only one (1) out of the four (4) returned syringe modules was infusing during the reported event date. Based on the review of the pcu event log, on (B)(6) 2024, at 12:07 am, syringe module s/n (B)(6) was infusing drug ID 367 (norepinephrine) with a patient weight of 26.4kg, a dose of 0.1mcg a rate of 1.5ml/hr and a volume to be infused (vtbi) of 50.35ml. At 6:37 pm, the dose was updated and a channel disconnect alarm was recorded affecting syringe module s/n (B)(6) and idle syringe module s/n (B)(6). The channel disconnect was confirmed by selecting the confirm (soft key 14) and then the system was powered off (soft key 14). Testing noted a communication error was isolated to suspect syringe module s/n (B)(6) while device was attached to the left side of the pcu. Microscope inspection of the suspect iui observed the right (male) iui with damaged isolation ribs and green corrosion on the contacts. The iui date code was observed as (B)(6) 2019 (over 5 years old). Root cause: the probable root cause of the reported pcu alarm, with only an option to shut down during an infusion of inotropic support medication, is being attributed to a channel disconnect/communication loss alarm caused by contamination/damaged isolation ribs on the male right iui of the syringe module s/n (B)(6). This report lists imdrf annex a0509, a0401, c0702 and g0405206 codes that are reportable malfunctions observed on the device during servicing.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit "shutdown" during an infusion of inotropic support medication ("epinephrine or norepinephrine" in a 50 ml syringe, concentration: 10mcg/ml) on a patient that was admitted to the hospital "post cardiac arrest and respiratory failure." The patient reportedly was already hypotensive at the time of the event, but the "malfunction caused titration of infusion." The event occurred on 30 april 2024 at 1800. The pc unit was plugged into the wall socket at the time of the event and was not in battery mode. Per report, "the brain (pc unit) showed the alarm, there was only one button available for selection which was to shut down the brain along with the 4 syringe pumps." The "patient was not harmed" according to the customer.

Event description:
It was reported that the pc unit "shutdown" during an infusion of inotropic support medication ("epinephrine or norepinephrine" in a 50 ml syringe, concentration: 10mcg/ml) on a patient that was admitted to the hospital "post cardiac arrest and respiratory failure." The patient reportedly was already hypotensive at the time of the event, but the "malfunction caused titration of infusion." The event occurred on 30 april 2024 at 1800. The pc unit was plugged into the wall socket at the time of the event and was not in battery mode. Per report, "the brain (pc unit) showed the alarm, there was only one button available for selection which was to shut down the brain along with the 4 syringe pumps." The "patient was not harmed" according to the customer.

Manufacturer narrative:
Omit: c20 - no findings available additional information : imdrf annex a,g,b,c codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported that the pcu displayed an alarm, and only one button was available for selection (system shutdown) was confirmed based on the review of the pcu event log. The report that the pcu shutdown during an infusion of inotropic support medication was not confirmed, the system was powered off by the user (softkey 14). It should be noted that only one (1) out of the four (4) reported syringe modules was infusing during the reported event date and time. The review of the logs was based on the last infusion prior to the recorded malfunction. Based on the review of the pcu event log, on april 30, 2024 at 12:07 am, syringe module s/n (B)(6) was infusing drug ID 466 (unknown drug name) with a patient weight of 26.4kg, a dose of 0.1mcg a rate of 1.584ml/hr and a volume to be infused (vtbi) of 50.3588ml. At 6:37 am, the dose was updated again and a channels disconnected (net_unit_disconnected) was recorded. The malfunction was confirmed by selecting the confirm (soft key 14) and then the system was then powered off (soft key 14). A review of the pcu and syringe module error logs showed no errors were recorded related to the reported incident. The bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power from it. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. Ensure that the modules are securely clicked into place at the module release latch. Before each use, check for iui surface contaminants or damage which can disrupt communication between the devices. Do not use a device with any cracks, surface contaminants or damage on the iui connectors. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. Use iui connector covers during cleaning to prevent damage to the iui connectors. Use of a damaged device can result in patient harm. The bd alaris user manual (v12.1), a 'channel disconnected' alarm indicates that a module has either been disconnected while in operation or has encountered a non-recoverable error. To silence the alarm and clear the message on the screen, press the 'confirm' softkey. If desired, re-attach the module, ensuring it is securely 'clicked' into place at the channel release latch. If the alarm persists, replace the module. The incident device was not received for this investigation; therefore, it could not be laboratory tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the system alarmed and that the pcu shutdown during an infusion of inotropic support medication is being attributed to the user only having the option to shut down during a channel disconnect by pressing the system off key (soft key 14). The probable cause of the channel disconnect is being attributed to a power interruption between the pcu and the syringe module, based on the review of the logs. The suspect device was not received for this investigation, the operational state of the device could not be confirmed.

Manufacturer narrative:
Omit: a0509 - physical resistance / sticking (2578/1597), g0405206 - latch, c0702 - friction problem identified. Additional information: imdrf annex a, g, c, d codes.

Event description:
It was reported that the pc unit "shutdown" during an infusion of inotropic support medication ("epinephrine or norepinephrine" in a 50 ml syringe, concentration: 10mcg/ml) on a patient that was admitted to the hospital "post cardiac arrest and respiratory failure." The patient reportedly was already hypotensive at the time of the event, but the "malfunction caused titration of infusion." The event occurred on 30 april 2024 at 1800. The pc unit was plugged into the wall socket at the time of the event and was not in battery mode. Per report, "the brain (pc unit) showed the alarm, there was only one button available for selection which was to shut down the brain along with the 4 syringe pumps." The "patient was not harmed" according to the customer.